Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as mar 1, 2018 on the initial report. Please note that this has been updated as mar 26, 2018. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: upon complaint review, it was determined that the UDI reported in the initial report had an incorrect serial number: the correct serial number was (B)(4). Therefore, UDI has been updated accordingly to reflect the correct serial number. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date is unavailable. Therefore, UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the bearing of the short attachment device had come off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.